Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419688 lead implanted 2010 (B)(6); 5076-52 lead implanted 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device did not detect any performance issues, but the cal culated longevity result of 86% of expected was less than the predicted value based on the available programmed parameters. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that it was time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.